Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported, ¿I am having unexplained anaphylaxis. My dermatologist has injected juvéderm vollure¿ xc with no immediate reactions.¿ no other information provided.